Manufacturer narrative:
.

Event description:
It was reported that during a pph procedure the device deployed malformed staples which resulted in some minor bleeding. The surgeon over sewed the area to complete the case with no patient consequence.